Event description:
Before use, fm was found inside the connector; one unit was defective. The defective product was returned, and a returned photograph is available. We require a claim settlement, a response to the complaint, and a receipt of the complaint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.